Manufacturer narrative:
The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. The brake did work, but the casters would move from side to side.